Event description:
A 6f angio-seal vip was deployed in the right common femoral artery following a pre-deployment angiogram. The deployment went well and hemostasis was achieved, however, moments later there was no pulse and the foot was cool to the touch. The pt required surgery.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. A training record was not found for the physician. The angio-seal device instruction for use (IFU) cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.